Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> DHR review product code 150610004, work order (B)(4) was manufactured on 28/sep/15. 20 parts were manufactured per specification and all raw materials met specification. There were no nc¿s or deviations associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No code available used to capture surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement : dr (B)(6), (B)(6), (B)(6) 2019. Primary implanted on (B)(6) 2016 by dr (B)(6) at (B)(6). Revision for tibial loosening. Loosening occurred at prosthesis cement interface. Cement mantle intact tibia component loose (clean tibial component cement well fixed to bone). Action taken:tibial component revised to rp tibial, sleeve and stem . Patient has not consented to information being made available and no further information available.